Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was a connector pin observation, no visible set screw marks.

Event description:
It was reported that, intra-operatively, the right atrial (ra) lead exhibited noise and the sensed wave could not be measured. The ra lead was repositioned several times and troubleshooting was conducted, but the noise continued. The physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.